Event description:
An other healthcare professional reported about endothelial cell decrease with the stent having endothelial contact. The stent was shortened in additional procedure.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The photo is of a vial with a trimmed piece of stent, reported harms could not be confirmed from the photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened piece of stent was received in a vial for the report of endothelial cell loss. The trimmed stent was visually inspected and damage consistent with trimming was observed; the proximal collar and one retention ring was returned with a jagged cut behind the ring. The sample was also found with surgical debris observed on the portion of the stent that was provided. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo is of a vial with a trimmed piece of stent, reported harms could not be confirmed from the photo. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).